Event description:
The patient reported stimulation feeling in breast on (B)(6) 2016. The patient stated she has going to the gym 4-5 days a week and has been having the stimulation feeling in the left breast. The patient stated stimulation was currently off. The patient was having a mammogram to check the breast. The patient was going to a new treatment to tone the body which was red light therapy and laser "lipo." The stimulation was turned off sometime in 2015 ago due to bio duct surgery, stone was caught and they had to do scraping which removed sludge which they told her was the "begging" of the stone. The patient was now using "amitiza" which controlling symptoms by taking 1 x of a day. The patient stated in 2014 she had a stone that stuck and they had to break into 3 pieces in order to remove. The patient had to take pain medications. The patient had to take vicodin and "flexiral" due to stomach pain. Pt states having the stone in so long causes slight pancreatic and slight liver issues. Pt states none of the issues she is having is related to the manufacturer device therapy. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.